Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins replaced to get a non-rechargeable device. Wasn't able to charge the implant because they were getting poor coupling. A manufacturer representative would come out and meet the patient in the office. Patient stated that the rep programmed the device, so patient wasn't feeling the "buzzing", hd settings. Patient was told by the rep that she would have to charge every day. Patient would get 6 bars, but most of the time patient would get zero coupling bars. When the first ins healed, it was crooked so patient wasn't able to charge and then ins went dead, because they couldn't charge the ins. The ins was replaced to a non-rechargeable device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction:based on additional review of the event, patient code also applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins replaced to get a non-rechargeable device. Wasn't able to charge the implant because they were getting poor coupling. A manufacturer representative would come out and meet the patient in the office. Patient stated that the rep programmed the device so patient wasn't feeling the "buzzing", hd settings. Patient was told by the rep that she would have to charge every day. Patient would get 6 bars, but most of the time patient would get zero coupling bars. When the first ins healed, it was crooked so patient wasn't able to charge and then ins went dead, because they couldn't charge the ins. The ins was replaced to a non-rechargeable device. Patient also reported symptoms of pain with their previous device. The event date provided was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient couldn¿t answer what the problem was because she couldn¿t get the device to charge and she didn¿t understand the symbols. The patient noted that the belt didn¿t hold the charger tight. It was suggested that the charger should have a straight edge to line up with the device. The patient couldn¿t get a good connection no matter what she did. The patient had met with a rep who played with it to no avail. The difficulty maintaining coupling and recharging had not been resolved. It was noted that the patient¿s weight at the time of the event was the same as it was as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the battery was tilted in the pocket and the physician was replacing it with a non-rechargeable battery.

Event description:
Additional information was received from a consumer via a manufacturing representative. It was reported that the patient had stopped charging their device due to a coupling issue in 2016. It was reported that the patient was bigger in size and the battery is now tilted which may have affected coupling. The primary healthcare professional evaluated to see if a pocket revision was warranted. If a pocket revision was warranted then a power-on-reset (por) would be attempted after the revision. If a pocket revision was not deemed necessary than the por would be attempted then. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID pnma01411a004, serial # unknown, product type recharger.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was seen on (B)(6) 2016 for their first appointment since post-op and the rep was only able to get two coupling bars. Repositioning the antenna did not resolve the issue. Turning the antenna dial resulted in the same poor coupling. Antenna locate was performed and the highest number they were able to get was 30; the rep couldn¿t remember the other numbers on the screen but thought that the highest was 30 and the number on the left may have been 28. The rep tried antenna locate several times. The antenna was placed right up against the patient¿s skin and it was not easy to palpate the ins but they could feel the top of the device. The rep noted that they added spacers to the antenna with no resolution. The rep stated that it was too difficult to tell if the ins felt loose in the pocket. It was noted that the patient had another appointment at the end of (B)(6) 2016. No medical symptoms were reported. A patient reported poor coupling with recharging. The patient reported the implantable neurostimulator (ins) in their back doesn¿t work. She did not think it was on. It was working in the beginning and the patient was feeling stimulation but she was having trouble charging. It was buzzing so she knew it was on. The buzzing was annoying. The patient indicated that she has a very short term memory so when the representative explained all of the symbols, when she went home, it was gone. The patient has been able to get 6 coupling bars but if she moves a little bit, she loses it. The patient said she met with the representative in (B)(6) 2016. She said the representative was able to get 2 bars but nothing higher. The patient can get 6 bars sometimes but if she breathes she loses it. She has to struggle to get a good connection. The representative set it up so that she doesn¿t have buzzing in legs. She has a high density program so she doesn¿t feel stimulation. She was told she would have to probably recharge every day. The patient does not know the last time she recharged. The patient said she doesn¿t know if the stimulation is on or off because she can¿t feel the stimulation since being on the high density setting. Troubleshooting could not be performed because the patient did not have their equipment available. The patient reported that her ins was cockeyed. She said she is heavy and has a big butt, so it is difficult to recharge. The patient was going to call back when she has her equipment with her. Troubleshooting was later performed, with the patient repositioning the antenna over the ins. The patient was instructed to keep moving antenna position in small increments. The patient stated the belt did not work for her. The patient was only able to get 2 coupling boxes. The patient stated she will continue trying to position recharger antenna. The patient thinks the device just needs to be adjusted.